Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported burn at the pod infusion site. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod the patient suffered second degree burns from the pods adhesive at the pod infusion site. The patient reports they are allergic to the adhesive. Due to this incident the patient is no longer using pods. No further information was provided as to this event.